Manufacturer narrative:
A manufacturing record review was completed and no related nonconformance were found. One micro-introducer sheath was returned for evaluation. The sheath hub was separated from the shaft. The shaft of the sheath was severely damaged and stretched. A longitudinal split was present in the shaft. The split started about 4cm from the proximal end of the shaft and ran all the way to the distal tip. The proximal section of the shaft was accordion, and tool marks were present. The tool marks appeared to be from a grabbing tool used to remove the separated shaft from the patient. We could not determine what caused the split in the shaft. The hub of the sheath was cross-sectioned, and the proximal shaft was seated <1mm into the hub. Thus, the most likely root cause for the hub separation is manufacturing related. An internal nonconformance was initiated to further investigate and address this issue.

Event description:
Micro introducer "shredded and broke" while in artery. The sheath is both disconnected from the hub and split/damaged. The shredding occurred with the introducer sheath upon removal from the body. No vessel damage was reported, and no intervention was required. The patient is reported as fine with a successful outcome.